Event description:
It was reported that this the patient's device was explanted and replaced due to an unspecified reason. In addition, the implantable lead had been programmed off because it was not working. No additional adverse patient effects were reported. No model/serial number information is available at this time. Multiple attempts to obtain the information have been made, including contacting the clinic, without success.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.